Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 300- "high" mg/dl per the continuous glucose monitor. Elevated blood glucose (bg) was addressed by correction bolus via the pump. System check was performed with tandem technical support and no issues were identified. The customer reverted to an alternate method of insulin therapy.